Event description:
Device evaluation: the device was returned in 3 parts, distal shaft, distal part of the balloon and proximal part of the balloon. The guide wire tube and shaft are extremely stretched. The tip weld is undamaged. The welding of the balloon/shaft is stretched. The balloon is in two parts. Both marker bands were returned.

Event description:
It was reported that the amphirion deep balloon detached in vivo during the procedure. No serious injury or death reported.

Manufacturer narrative:
(B)(4). Evaluation result: (investigation in progress). Evaluation conclusion: conclusion not yet available (evaluation in progress).

Manufacturer narrative:
Evaluation, conclusion: operational context caused or contributed to the event; (returned device severely stretched indicating force applied during the procedure).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.